Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a type ia endoleak on an unknown date in (B)(6) 2018. The physician elected to implant a 36 mm endurant cuff and secure with endoanchors. After placing the cuff, there was limited flow observed to the right renal artery. A chimney stent was placed to restore the flow. 2 endoanchors were then placed successfully. When tryingto place the 3rd anchor the guide suddenly straightened out and it was not possible to angulate. A replacement 22mm guide was then used and 8 endoanchors was successfully placed. Final angiogram confirmed the endoleak resolved. As per the physician, the cause of the event is disease progression. No additional clinical sequelae were reported and the patient is fine.